Event description:
A hospital in another country reported to us that the float mechanism of the mr290 humidification chamber did not stop the sterile water flowing from the water bag into the chamber. The breathing circuit was filled with sterile water. No pt injury was reported.

Manufacturer narrative:
Method: an inital assessment was made on the event description, however the actual device will be evaluated once it is returned, to confirm the reported malfunction. Results: based on similar complaints received previously, the device most likely sustained impact due to being dropped, prior to use. Conclusions: info is insufficient at this time to make a conclusion. We are aware of other similar complaints reporting failure of the float mechanism in the mr290 causing overfilling. The occurrence rate of this type of complaint is 1000 than 0.001v for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.